Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that few days after the placement of the foley catheter, pinholes developed, and the catheter was removed naturally.

Event description:
It was reported that few days after the placement of the foley catheter, pinholes developed, and the catheter was removed naturally.

Manufacturer narrative:
The reported event was not confirmed. Three photos were received for evaluation. The first one shows a top view of a 2-way silicone catheter and syringe. The next photo zooms into the deflated balloon and tip and the last photo shows the catheter's cap with the lot number printed on it nghz0011. Received 1 all silicone foley catheter with syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and it inflated properly. The catheter rested with no leaks. Connected the returned syringe and the balloon deflated passively in under 5 minutes: 2 minutes and 7 seconds. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, a label and device history review were not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.